Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 21, 2021.

Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020, due to incorrect placement of the electrode array. The patient was reimplanted with a new device.